Manufacturer narrative:
Device alarmed no motor movement during the rewind portion of the displacement test. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had trace pointers are invalid. The customer¿s blood glucose was 141 mg/dl at the time of incident. Customer reported that they received failed battery alert. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.